Manufacturer narrative:
The pad-pak was first installed successfully on the 22nd june 2011 and performed to specification up to the 7th october 2012. The device failed several self-tests due to a low battery between december 2013 and december 2014. Multiple manual power ups of mainly ten minute duration were recorded between october 2012 and april 2013 and then on the 9th september 2015. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.